Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Internal inspection revealed the battery leaked battery acid inside the unit damaging the battery connector. Carefusion replaced the battery to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was having problems with the battery or power board. The ventilator would not power up with the internal battery. The customer stated that is appeared the battery was not taking a charge at all. It is unknown at this time whether there was any patient involvement associated with this complaint.